Event description:
Spontaneous, pt getting no disposable pump won't run alarm on cadd legacy serial number (B)(4). Pt said this also happened to pump serial number (B)(4) last night. Pt does not have back up pump. Sending courier, told pt to go to hosp. Did the product fault while in use with pt? Yes. Did the product issue cause or contribute to pt or clinical injury? No. Is the actual device available to be returned for investigation? Yes. Did we (MFR) replace device? Yes. Reported to (B)(6) by pt/caregiver.